Event description:
It was reported that patient experienced unspecified issues with a previous sling device. A new artificial urinary sphincter (aus) was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.